Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. X-ray revealed that the lead dislodged, sensing both atrial and ventricular activity. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was unchanged.